Event description:
It was reported that, a week after implant procedure, the sensitivity of this pacemaker system decreased, also, loss of capture was observed. The patient was transported urgently to the facility and a perforation was suspected. Furthermore, the perforation was not confirmed. Subsequently, this pacemaker system was explanted due to a suspected infection. No additional adverse patient effects were reported.